Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's post-operative course. Note, the manufacturing date (15-feb-2016) is considered to be the best estimate. Updated fields: a2, b4, b5, b6, b7, d3, d4 (product catalog no., corporate lot no., UDI no., expiry date), g3, g6, h2, h4, h6, h10 note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with large umbilical hernia and right inguinal hernia thereby underwent open repair with implant of perfix plug (device 1) and one synthetic mesh. Per operative notes, ¿an incision was made into the umbilical region. The umbilical hernia sac was dissected out. A synthetic mesh was placed into the umbilical region. A right inguinal incision was made between the internal rings. The hernia sac was dissected out. A perfix plug was placed into the right inguinal floor and secure it with sutures.¿ (B)(6) 2019 -patient was diagnosed with left inguinal hernia and umbilical hernia, adhesion thereby underwent open repair with repair with lysis of adhesion and primary hernia repair. Per operative notes, ¿an incision was made into the abdomen, multiple adhesions of omentum and small bowel into the umbilical site. All adhesions were taken down. The defect was closed with sutures primarily.¿ (B)(6) 2020 ¿ patient was diagnosed with left inguinal hernia, umbilical hernia hereby underwent laparoscopic repair with implant of bard flat mesh (device 2) and ventralex st mesh (device 3). Per operative notes, ¿an incision was made into the left inguinal region. The hernia sac was dissected out. A bard flat mesh (device 1) was placed into the left inguinal region and secure it with sutures. A periumbilical incision was made. The hernia sac was dissected out. A ventralex st mesh (device 3) was placed into the umbilical region and secure it with sutures.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.